Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw on the vasoview hemopro endoscopic vessel harvesting system was defective. The insulation appeared to be peeling back. A new kit was opened to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were bloody, and burnt. The cold jaw silicon was peeling on the side and top. Based upon the visual observations, the reported complaint for "boot peeled off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).